Manufacturer narrative:
(B)(4). This lot was manufactured from october 2, 2015 to october 5, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor only delivered a quarter of the expected dose of vancomycin. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.